Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump back light functioned properly during the keypad test. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. The customer's blood glucose level was 124 mg/dl. Customer had gotten caught in a rain storm and the pump got soaked. Customer stated that the down arrow button was not responding. Customer stated that she has been having issues with the entire keypad, but it started to self fix and dry out with the exception of the down arrow button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.